Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarms noted. All the buttons did function properly. However, corroded keypad traces due to moisture damage noted. Minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, stained end cap sticker and stained address/serial number label.

Event description:
Customer reported a button error alarm. The blood glucose reading is 71 mg/dl. The insulin pump will be replaced. Nothing further reported.